Manufacturer narrative:
Corrected data: during review of the event and previously submitted medwatch reports, it was noted corrections were appropriate: e. Initial reporter phone number was inadvertently reported. The phone number was updated to align with the facility. E2. In the supplemental additional information medwatch submitted on september 28, 2020, the healthcare professional was inadvertently changed and submitted as "unk". The initial report of hcp? Yes was correct. G. All manufacturers information was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). Product analysis: the devices remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the deployment was shallow and upon release of the valve, the non-coronary cusp (ncc) side of the valve migrated above the aortic annulus. The implanting team believed the left side of the valve was intra-annular and it was decided to implant a second valve. The second valve was loaded and advanced through the first valve for deployment. The first valve was in the annulus when the second valve was being deployed. Upon deployment of the second valve, the first valve dislodged aortic. The implanting team felt the patient's coronary arteries were compromised, so the two valves were snared above the sinotubular junction and a third valve was loaded and implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the second valve dislodged. It was reported that there was moderate leaflet calcification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.